Event description:
The device was returned to zoll for an upgrade. When the product was received it was noted that the device's knob was broken off. There was no patient involvement in the reported malfunction.